Manufacturer narrative:
The rv lead is expected to be returned. Once the rv lead is received and laboratory analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the helix would not extend, despite turning the helix mechanism one turn per second. Measurement were taken on the pacing system analyzer (psa) and the channel showed noise, no capture, and the pacing impedance measurements were above 3,000 ohms. The rv lead was removed and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
As of today, this rv lead has not been returned for laboratory analysis. As no analysis can be performed and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.